Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: during investigation, a review of the pump¿s black box and alarm history showed call service cs 052 and 054 alarms. During testing, the pump powered on properly with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not able to duplicated or confirmed during investigation.